Manufacturer narrative:
Updated fields : b4, g3, g6, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions), h11 corrected fields: h6 (medical device ¿ problem code ) a getinge field service engineer (fse) observed that x1 transducer is out of cal and fails safety disk leak test. Could not calibrate x1 transducer. Patient interface module is on order and will return once part is received. Pump powers up with system failure alarm sounding. Found transducer x1 and x3 out of cal. Replaced patient interface module (d997-00-1178). During testing found line cord was missing ground pin. Replaced line cord assembly (d012-00-1688-21). All functional and safety checks performed to meet factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (health effect ¿ clinical code), h11. The failure analysis and testing dept. Received parts with a reported unit failure of the ground pin missing and x1 and x3 not calibrating. The fat performed a visual inspection and found to have the ground pin missing on the plug. Confirmed the failure with probable root cause being a user error. The fat installed patient interface module in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed for this part.retaining the parts in the failure analysis and testing department.

Manufacturer narrative:
Due to character limit in the e1 section, the full event initial reporter name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had broken data error. There was no injury reported.